Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. Stoma site infection is a known complication of a peg- j tube placement. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in germany underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2024, the patient was hospitalized with a fungal infection at the stoma site for about a week. The patient was treated with oral antibiotics. On (B)(6) 2024, the patient was discharged from the clinic.